Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with error code 814:04 was confirmed during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 814:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.